Manufacturer narrative:
Patient information was not supplied by reporter. Date of event was reported as (B)(6) 2020 - exact date not provided, so estimated date entered as the (B)(6) of the month. The 3m coban 2 lite layer compression system was reported by the consumer to have been worn for an extended period of time before the system was removed and another was placed. The instructions for use for 3m coban 2 lite layer compression system includes in the product description that the system and its components are intended for single use and may be worn up to seven days. General consideration and warnings that wrapping too tightly may impair circulation. Monitor the area of application frequently for signs of discoloration, pain, numbness, tingling or other changes in sensation and swelling. If these symptoms occur, patients should be advised to remove coban 2 (lite) compression system and promptly contact their health care provider. 3m will continue to monitor complaints and trends for this type of report.

Event description:
A consumer reported right foot discoloration, tingling and numbness, and enlargement of an ulcer on the ankle and compression of the right leg while using 3m¿ coban¿ 2 lite compression system for leg swelling. Use of coban 2 lite compression system began in (B)(6) 2019, applied over a silver antimicrobial foam dressing for an ankle ulcer. Coban 2 lite compression system was worn for about two months before it was changed, followed by weekly changes thereafter. The ulcer reduced in size during weekly changes.

Manufacturer narrative:
Sample was returned without packaging; therefore, the lot number could not be determined. Insufficient amount of material was returned, so sample could not be further evaluated. The 3m coban 2 lite layer compression system was reported by the consumer to have been worn for an extended period of time before the system was removed and another was placed. The instructions for use for 3m coban 2 lite layer compression system includes in the product description that the system and its components are intended for single use and may be worn up to seven days, general consideration and warnings that wrapping too tightly may impair circulation, and to monitor the area of application frequently for signs of discoloration, pain, numbness, tingling or other changes in sensation and swelling. If these symptoms occur, patients should be advised to remove coban 2 (lite) compression system and promptly contact their health care provider. 3m will continue to monitor complaints and trends for this type of report.

Event description:
A consumer reported right foot discoloration, tingling and numbness, and enlargement of an ulcer on the ankle and compression of the right leg while using 3m¿ coban¿ 2 lite compression system for leg swelling. Use of coban 2 lite compression system began in (B)(6) 2019, applied over a silver antmicrobial foam dressing for an ankle ulcer. Coban 2 lite compression system was worn for about two months before it was changed, followed by weekly changes thereafter. The ulcer reduced in size during weekly changes. The consumer reported additional symptoms on (B)(6) 2020 that include persistent foot pain and difficulty walking.

Manufacturer narrative:
Date of event was reported as (B)(6) 2019- exact date not provided, so estimated date entered as the (B)(6).